Manufacturer narrative:
UDI: d4 (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 216491 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 216491 and device part number195-430h / lot 213694. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 216491 based on the total quantity of devices distributed is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.please see the following field for corrections: b5 h3 other text : other - device not returned; single use device

Event description:
The consumer reported a false negative result using binaxnow covid-19 antigen self-test on an (B)(6) 2023. Previous testing was performed over the past three weeks, using an unknown brand of antigen test, generating positive results. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: other - device not returned; single use device.

Event description:
The consumer reported a false negative result using binaxnow covid-19 antigen self-test on an (B)(6) 2023. Previous testing was performed over the past three weeks generating positive results. No additional information, including patient outcome or treatment, was provided.